Event description:
It was reported that the device reached recommended replacement time (rrt), and the physician felt that the device would last longer. The device was explanted and replaced. It was further reported that the right ventricular (rv) leads exhibited unstable impedances and insulation damage. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693335 lead, implanted: (B)(6) 1995. (B)(4).